Event description:
Complaint description: a hospital nurse manager reported that a disposable lithocrush basket broke, separated from the basket wire and fell into a pt during an endoscopic retrograde cholangio pancreatography procedure (e.r.c.p.). According to the hospital, the stone was released from the basket and after the physician performed a second sphincterotomy, the basket was successfully removed without complications. The hospital noted that the stone could not retrieve and that the physician placed a stent in the biliary duct to provide drainage until the calculus could be removed at a later date.